Manufacturer narrative:
This lead was explanted on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6)2020. Upon receipt, the lead under complaint was found cut 11cm and 20cm distal to the is-1 connector pin. The lead fragments were subjected to an extensive analysis. During the visual inspection multiple signs of wear along the lead fragments were found. In particular 12cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause of the clinically observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore extraction damages were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient visited the hospital after receiving inappropriate shocks. Noise was confirmed and therapy was turned off. System will be replaced.